Event description:
One touch sure step meter had segments missing on the last number on the display. The reading on the meter was 175 mg/dl. The patient felt sweaty and weak. Oral medication for diabetes was taken after use of the meter. A medical professional was contacted for advice. No treatment is noted. The patient neither alleged harm nor experienced injury.